Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted pfna construct on an unspecified date. Reportedly the pfna was broken. The patient was returned to the or on an unknown date for revision surgery. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: the device history record review states that the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: additional information received. The nail broke approximately 30mm distal from the conical part, close to the area of bone fracture. The examination of the manufacturing documents and the raw material inspection sheet showed no deviation in relation to the chemical composition, microstructure, and mechanical properties. The material of the nail is in compliance with the international standards. The dimensions were checked and found to be in compliance. Microscopic lines show sign of fatigue. The crack stared at the lateral side of the nail. After breaking, the two nail fragments rubbed against each other causing destruction of the fracture surface. Fatigue striations were observed at the crack propagation zones and almost over the entire fracture surface. The presence of these striations is an indication of a fatigue process. Based on the fracture surface, it can be concluded that the implant was subjected to dynamic bending and axial load. The applied force led to the material overload. There was no evidence of material or manufacturing defects.

Event description:
Original procedure was for an osteosynthesis of a right proximal femur shaft fracture. A follow up visit on (B)(6) 2013 showed a broken nail and pseudoarthrosis was observed.

Manufacturer narrative:
This device used for treatment and not diagnosis. Based on the topography of the fracture surface, we can conclude that the implant* was subjected to dynamic bending (one sided) and axial load. Constantly alternating load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant. The pfna could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and instability of the fracture situation (pseudarthrosis) may have played a certain role, too. We found no evidence of material or manufacturing defects.